Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from mid to distal region of the stent were lifted and pulled in a distal direction over the distal balloon cone and tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube shaft kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jul2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75mm x 36mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. After the lesion were crossed with another manufacturer 0.14 guidewire and a 6fr guide catheter, pre-dilatation was performed resulting to 50% residual stenosis. A 2.75 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.